Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The superior shaft is broken at the pivot pin. The broken off portion of the shaft is missing and not returned for analysis. Optical examination identified a fairly brittle fracture, with no indication of fatigue. The location and amount of force required in order induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event.

Event description:
It was reported that the patient underwent a spinal surgery. It was reported that the tip of pituitary broke off. The tip was not broken off in the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for this lot were reviewed. No documentation was found that would indicate a nonconformance to specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.